Event description:
Consumer reported as she was injecting insulin into arm with insulin syringe, she noticed insulin leaking and when she removed needle, cannula had broken off. Consumer went to ER, where they determined that cannula was still in her arm. Consumer is having procedure in 2008 at hosp.

Manufacturer narrative:
No prod has been received to date, if prod is returned, analysis will be conducted. Complaint history check yielded four other complaints for unrelated condition for the lot reported. No obvious trends were noted. Regulatory compliance will continue to monitor on monthly trend reports.